Event description:
Customer's mother called via phone, the insulin pump was stopped working. Customer disconnected from the device and suspended it for practice. Now none of the buttons on the device are responding. Customer's blood glucose was 278 mg/dl. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.